Event description:
It was reported that the patient's blood glucose levels reached 427 mg/dl, experienced difficulty breathing, nausea and chest/throat pain, while wearing the pod on the abdomen between 37 and 48 hours. The patient was taken to the hospital, via ambulance, where was administered morphine for the pain and insulin manually through injections. It was noted that the adhesive was loose and the cannula had dislodged from the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.